Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having anterior fixation at c5¿7 for cervical disc herniation. It was reported that during cage insertion at c5/6, part of the anterior surface of the cage was damaged. A 6 mm cage was opened as a replacement for the damaged 5 mm cage, but the height did not match and it could not be inserted, so the procedure was concluded. There was no additional surgery occurred as a result of this event. There were no 5 mm cages available, so a 6 mm cage was opened per the physician¿s instruction. However, the height did not match, and a damaged 5 mm cage was used. There was a delay of less than 60 minutes in overall procedure time. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.